Manufacturer narrative:
Mina al-ani, mossum sawhney, kevin shah,timothy g. White, thomas link, neda sedora-roman, henry woo, ina teron "experience with the onyx frontier zotralimus-eluting stent: outcomes for the interventional treatment of intracranial atherosclerotic disease". Journal of vascular and interventional neurology 2024, vol.14, no. 2, pp. 53-57 doi: doi.org/10.5281/zenodo.10883699 b3: date of publication no unique device identifier (lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "experience with the onyx frontier zotralimus-eluting stent: outcomes for the interventional treatment of intracranial atherosclerotic disease". The aim of this article was to present a case series demonstrating the early utility of the new-generation onyx frontier drug eluting stents (des) for the treatment of symptomatic icad (sicad) with a favorable periprocedural outcome profile. This article was a retrospective review of patients who underwent placement of onyx frontier drug-eluting stents for the treatment of symptomatic icad at a single center from may 2022 to november 2022. A total of 6 procedures were performed under general anesthesia. All six patients presented with stroke or stroke-like symptoms or with a recurrent stroke event despite maximum medical therapy, including dual antiplatelet or anticoagulation in addition to blood pressure augmentation. One patient of the total cohort underwent initial treatment with thrombectomy. In total 9 onyx frontier stents were deployed successfully for 7 distinct intracranial atherosclerotic lesions. Femoral access was used for all cases via an 8-french 80 or 90 cm non-medtronic sheath. A 5 french non-medtronic catheter was used as a support intermediate catheter. During the intervention, all patients were heparinized. Patient 5 presented with a stroke. A 2.75 x 8mm onyx frontier des was implanted in the occluded basilar artery. The patient required an intermediate support catheter. The patient suffered from a periprocedural mortality, which in spite of successful reperfusion after rescue stenting, resulted in a fatal brainstem infarct. The clinical evaluation concluded a modified rankin score (mrs) of 6 (death).

Manufacturer narrative:
Additional information: initial reporter name is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.